Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on december 16 evening with blood glucose level was 468 mg/dl to 498 mg/dl. The customer was treated with insulin drip. It was unknown if the insulin pump was on auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.